Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-58292.

Event description:
The customer reported via phone call that he had an emergency room visit in (B)(6) for a severe low blood glucose level and also one in (B)(6) as well. Customer's current blood glucose is 107 mg/dl. Customer stated that he has been experiencing low blood glucose for the past year and the pump is working like it should be. Customer stated that the drive support cap is normal. The paramedics were dispatched and customer was taken to the emergency room on (B)(6) 2016 with a blood glucose level of 30 mg/dl. Customer had cold sweats and nausea. Customer had a hypoglycemic event and was treated with dextrose administered by an IV to correct. Customer was wearing the pump at the time. Customer declined troubleshooting for low blood glucose because he feels that the pump is working fine and the issues are related to having bad habits.